Event description:
It was reported that the pump exhibited a no disposable alarm. Bubbles were present in the cassette tubing. Troubleshooting was performed and the pump continued to alarm. Res volume was 10.3 ml, rate at 2.4ml, and 98.45 ml was given. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause for the air visible in line was a disposable issue, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.